Manufacturer narrative:
A2) patient age - average age, 67 years for angiosculpt group. A3a) patient sex - 21 (87,5%) males, 3 (12.5%) females for angiosculpt group. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. D1) exact brand name is unknown; however, this is for an angiosculpt ptca device. D1/d4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from italy, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3/h6) the device was discarded, thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 12apr2016) ¿the use of a scoring balloon for optimal lesion preparation prior to bioresorbable scaffold implantation: a comparison with conventional balloon predilatation¿. The study retrospectively aimed to investigate if there was a benefit associated with scoring balloon use in lesion preparation in comparison to conventional balloons prior to implantation of a bioresorbable vascular scaffold (bvs). A total of 155 lesions in the conventional balloon group and 29 lesions in the scoring balloon group were enrolled in the study between may2012 and july 2014. The lesions were sequentially treated with spectranetics angiosculpt rx ptca scoring balloon catheter. Procedural complications included 6.1% of patients experienced ischemia driven target lesion revascularization. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 12apr2016 has been used, the date of publication. Tadashi miyazaki, md, phd; azeem latib, md; neil ruparelia dphil, mrcp; hiroyoshi kawamoto, md; katsumasa sato, md; filippo figini, md; antonio colombo, md. Eurointervention 2016;11: e1580-e1588. Doi: 10.4244/eijv11i14a308. This report captures the serious injuries that occurred after use of the angiosculpt rx ptca scoring balloon cather device. There was no alleged malfunction of any spectranetics devices in use during the procedure.